Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged short of breathness, lot of coughness, heart attack, breathing hard. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have short of breathness, lot of coughness, heart attack, breathing hard. The patient did not report to receiving medical intervention. The reported event of short of breathness, lot of coughness, heart attack, breathing hard and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did not report to receiving medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and didn't find anything. The manufacturer visually inspected the device internally and found the dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination, slight black contamination at the blower seal of the blower box and it is inconsistent with keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination, slight black contamination at the blower seal of the blower box and it is inconsistent with keratin contamination. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, findings and conclusions has been updated.